Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the reagent probe 2 and found that the probe to reagent pack alignment was out of position, which could cause a false level sense. The cse checked various reagent packs around the reagent ring and found that overall, the alignment was out. The cse loosened and adjusted the reagent tray, after which probe alignment was acceptable for all reagent positions. The cause of the event was a reagent probe to reagent tray alignment issue. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low microalbumin_2 result was obtained on a patient urine sample on an advia chemistry xpt analyzer. The sample was rerun on the same analyzer for microalbumin_2, recovering higher. The microalbumin_2 results obtained on the advia chemistry xpt analyzer were not reported to the physician(s). The sample was then run for microalbumin_2 on an atellica ch 930 analyzer, recovering higher. The result from the atellica ch 930 analyzer was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low microalbumin_2 result.